Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) logged in to the station and the es server to verify the synchronization status, confirming that the system was up to date. Tss then contacted the customer and spoke with pharmacist and confirmed that there were no issues with the device. The system functioned as intended after the technical support specialist (tss) verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. The customer reported that no transactions were visible in the reports and that the last recorded transaction occurred approximately 24 hours prior. The customer restarted the device multiple times; however, the communication issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.